Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 515 mg/dl at the time of incident. Customer¿s different blood glucose levels were an hour it went up to 540 mg/dl, after 30 minutes went up to 599 mg/dl and current blood glucose level was over 600 mg/dl. Customer was treated with bolus and manual shot. Customer also reported that the insulin pump had power loss alarm. Customer was able to clear the alarm and able to complete insulin pump rewind. Customer was assisted with performing the high pressure test and the passed. Troubleshooting was performed for power loss alarm. The insulin pump will not be returned for analysis.